Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event(s) of death, as the patient was actively undergoing treatment when the event(s) occurred. The definitive cause of the patient¿s expiration is unknown; therefore, causality cannot be established. Given the limited information available, a more comprehensive investigation could not be performed. Nevertheless, the esrd population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the patient¿s death. There is no objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the events. However, given the temporal relationship, request for a replacement cycler, no available manufacturer evaluation of the suspect device(s), and a lack of causality/admission diagnosis, prevents this fresenius device(s) from being disassociated from the serious adverse event(s).

Event description:
On (B)(6) 2022, fresenius became aware this unknown patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired (exact date not provided). No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., treatment record, death certificate, esrd death notification, autopsy report, discharge summary, hospital records) have thus far proven unsuccessful.

Event description:
On 28/oct/2022, fresenius became aware this unknown patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired (exact date not provided). No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., treatment record, death certificate, esrd death notification, autopsy report, discharge summary, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.